Event description:
Spinal needle broke inside the patient. X-ray and CT was performed and neurosurgeon was consulted. Surgery was performed and piece of needle was removed.

Manufacturer narrative:
Eval summary: microscopic examination of the broken spinal needle revealed a residual bend near the point of the fracture, as well as evidence of tubing ovality, a deformation from the normally circular cross section. Together these are reliable indicators of a bending/restraightening mode of failure. This is further suggested by the returned mating stylet, which is in pristine condition, with no evidence of deformation, especially at the same mating section where the fracture occurred, this indicates that the bending likely occurring during use, as opposed to a manufacturing related issue. In conclusion, the failure of this device appears directly related to the bend imparted during use and is not related to any manufacturing defect.